Event description:
Follow-up angiography 12 months post procedure revealed recanalization of the aneurysm. The patient was retreated through embolization. Patient was reported to be stable.

Manufacturer narrative:
PMA# or 510k#: k012985; k031168 and k050700. Anticipated procedural complication. The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Revascularization and inadequate occlusion are known and anticipated complications to these types of procedures and are noted in the labeling. Multiple embolization procedures may be required to achieve the desired occlusion of some aneurysms or vessels. Therefore, it was determined that the reported event was an anticipated procedural complication.